Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1516, awareness date 19-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. The consumer reported she was very healthy prior to essure. She was scheduled to have an ablation and had to have one coil removed in (B)(6) 2011 due to it not taking in the fallopian tube. Ablation was not done but she does not know the reason and her tubes were clamped. On an unspecified date she began having long periods, super heavy and non stop, continual sharp chest pains, pelvic pains, numbness and tingling of the limbs and charlie horses cramping in my hips and feet. The doctors told her they had no clue what the issue was. She also had brain fog, fatigue, hormonal issues, sex drive decrease, migraines daily, back pain and cracking of the bones every time she stood up. Her tattoo would be so inflamed on her back that she had welts and scars from scratching it. Her auto immune system was thrown off permanently and she also had tremors, drenching night sweats, nausea, dizziness, bloating, vaginitis, anxiety, joint pain, sexual dysfunction, dental issues, breath constantly foul, vitamin deficiencies, breast tenderness, depression and many other symptoms. She was able to fall asleep during a conversation driving or listening and many times she would zone out during a conversation. The consumer did an x-ray and results showed that last remaining coil had perforated through and was sitting very closely to her colon threatening to puncture it. She was scheduled for a surgery and the days leading up to where she was outpatient at a hospital she had a migraine consistently for 13 days, very severe. Once the surgery was over many of her symptoms either decreased or went away, but she still had many of those issues, but minimal. Occasionally she got chest pains and her feet still got charlie horses. She had daily discharge and foul odors and this caused her to not want to go out or have sex because after sex there was a foul smell or she began spotting during intercourse. The outcome of the events continual sharp chest pains / every now and then have chest pains and charlie horses cramping in my hips and feet was not recovered / not resolved. Reporter causality: the relationship between the events and essure is related. Follow-up received on 05-nov-2015: ptc investigation result was provided. The ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that an ablation was performed and one coil removed due to it not taking in the fallopian tube (seen as device dislocation). She underwent an x-ray and the results showed last remaining coil had perforated through and was sitting very closely to her colon (seen as uterine perforation). A surgery was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism for both events were not known. Considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, several non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.